Event description:
It was reported that the ventilator generated an alarm indicating low expired tidal volume. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to information provided by technician, expired tidal volume alarm could not be reset unless it was turned off on the monitor. Customer adjusted expired tidal volume alarm to be higher than set tidal volume, but alarm not sounding although expired tidal volume was consistently lower than alarm limit set. No more information about this issue was provided. Expiratory minute volume low alarm is a clinical alarm, which is generated as an indication of difficulties with ventilating the patient. It is generated, when delivered expiratory volumes were less than set. Device's logs confirmed occurrence of claimed expired tidal volume alarm. The source of the issue is unknown. The cause of the reported issue has not been determined.